Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.a partial lead was returned in two segments for analysis. External insulation abrasion was noted at 7.1-7.5cm from the distal tip, consistent with lead friction to another device or feature of the heart. The silicone insulation was intact at this location.

Event description:
It was reported that high capture thresholds were observed. The patient was not pacer dependent and asymptomatic. The lead was explanted. The patient is doing well after the event.